Event description:
The patient reported that he noticed that the keypad was peeling a few days ago. He stated that today the buttons are not responding to presses. The patient confirmed that he does not clean the pump with any cleaning products and wears the pump on his waist with the low profile clip or in his pant's pocket.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.